Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was experienced with multiple cartridges due to user error. Customer's blood glucose level was 200 mg/dl. A cartridge was ultimately loaded onto the pump and insulin deliveries were resumed.